Event description:
Implant fracture of 3 isy implants.

Manufacturer narrative:
Implants regio 23,24 and 26 fractured. Construction is unknown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implants.

Event description:
Implant fracture of 3 isy implants.